Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was appeared normal. The customer was unable to escape rewind process due to compromised force sensor system alarm. The customer stated that the serial number label chipped and worn off. Troubleshooting was performed for damage and noticed the reservoir did lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.